Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after 10 minutes the balloon was burst, with burst sound heard. The balloon check was done before use. The pieces were retrieved. Another device was used. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).